Event description:
Caller reported a malfunction on pump after using it in a jacuzzi. Blood glucose level did not exceed 500 mg/dl, confirming no adverse impact on customer's blood glucose level. Customer was advised to switch to multiple daily injections for insulin delivery until a replacement pump, equipped with updated software, was dispatched.